Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had no response from the express bolus button, and that this persisted after a battery change. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to manual injections until the replacement arrived. The customer's blood glucose values were not reported. No further information was provided.